Event description:
In 2009, the lay user/pt's sister contacted lifescan (lfs), alleging that the pt's one touch basic enhanced meter was reading inaccurately low compared to another device. The medical surveillance specialist spoke with the rptr on june 1, 2009, and obtained the following information. The pt's sister reported that on original date, the pt obtained blood glucose readings (venous samples) of "40 mg/dl" with the subject meter and "966 mg/dl" on a hospital/ER device, performed less than 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30mg/dl. The rptr stated that the pt was taken to the ER on the morning of may 26, 2009, because he woke up feeling very weak and did not feel well. When the pt was tested with the subject meter at the time of the symptoms, the pt obtained blood glucose readings of "40 and 10 mg/dl." In response to the low readings, the pt's sister claimed that she treated the pt with orange juice, but when he did not feel better, she took him to the ER. When he arrive at the ER, the rptr stated that the pt's blood glucose was "1100 mg/dl," and the pt was immediately placed on an insulin drip. The rptr stated that when the pt tested with the subject meter on the evening of the day before, he obtained a reading in the "100 mg/dl" range and therefore, no action was taken regarding his diabetes management. The rptr also mentioned that the pt had just been discharged from the hospital that afternoon, after being treated for low blood glucose. The pt's sister reported that the pt manages his diabetes by taking a set dose (unspecified amount) of lantus insulin after lunch in addition to another insulin (type and dose unk). At the time of troubleshooting, the customer care advocate noted that the subject strips appeared in good condition; however, the rptr did not have control solution or a check strip to test the reported products. Replacement products were sent to the pt. This complaint is being reported, because the pt claims he was treated for hyperglycemia by the hcp after the alleged meter issued began.

Manufacturer narrative:
(Meter serial number) not provided. Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.